Event description:
Pt undergoing surgery for torn acl of the left knee. During drilling for insertion of a rci review, small metal fragments were found in the surgical field. The surgical site was irrigated to remove the metal fragments and surgery completed.